Manufacturer narrative:
Results code - used for the catheter.

Event description:
It was reported that the catheter disconnected from the pump. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.